Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was "missing data points" on the pump cgm display for approximately an hour. At the time of the report, the reported issue had resolved. Reportedly, the customer changed the sensor and successfully started a new sensor session.